Event description:
It was reported to philips that an image disk failure caused loss of image storage functionality on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ssd (data haswell) and verified system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).